Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that there were air bubbles in his reservoir. The patient's blood glucose at the time of incident was 71 mg/dl. The customer was advised on how to properly remove the air bubbles. Troubleshooting was declined for the air bubbles anomaly. No products were shipped or returned.